Event description:
The patient contacted lifescan in 09/2005 and alleged that her surestep enhanced meter (serial number not provided) kept displaying three arrows indicating to remove the test strip out from the port. At the time of troubleshooting with the customer service agent, it was verified that this was not a new product and that the patient's testing and cleaning techniques were correct. The condition of the test strips was also good. She was asked to clean the meter and retest. However, the issue was not resolved. The patient had gone to the nurse in her retirement community since she could not get the meter to work, she did not receive any medical treatment or intervention. A one touch ultra kit was sent to the patient.